Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is broken. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. It is unknown if there was a patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "broken" was confirmed as failure code 570:xxx during product evaluation. This condition was reproduced. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history record review was performed, which found the pump with running battery installed date which was reconfigured. The device has not been previously sent into service for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Similar reports have been received for the reported problem. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.